Manufacturer narrative:
Exemption number 2012017. The total number of events being summarized for q3 is 2530. The complaints classified as serious injury events of the dental implants have been investigated and any product issues associated with these events have not been identified. No remedial action is required at this point. The complaints classified as serious injury events of the dental implants are monitored to ensure performance of the product in the market, consistent with historical and expected performance. Summary - not all devices were evaluated because some clinicians have not returned the product for evaluation. Additionally some devices in the process of being evaluated.

Event description:
This report summarizes 2530 reported events associated with serious injury involving endosseous implants, root-form with the product classification code, dze for this reporting quarter, july 1st, 2017 to september 30th, 2017. Listing of all device and patient problems for this reporting quarter. Device problems: failure to osseointegrate, fracture, positioning issue (failure to achieve primary stability). Patient problems: fracture, failure of implant, infection, inflammation, pain, sinus perforation, bone loss, no information. Nature of the events: implant failure can be divided into two categories. Early failure (failure to osseointegrate or failure to achieve primary stability) describes the situation when an implant is placed but fails to integrate. Late or long-term failure (loss of integration) is the situation that an implant has integrated solidly, but after so passage of time, usually many months or years, bone loss happens around the implant. In these cases, the dental implant needs to be removed from the patient -- a process that is considered to be a surgical intervention to remove the implant. Dental implant fracture can happen during placement of an implant or over a period of time after placement of the implant. Most likely surgical intervention is necessitated to remove a fractured implant and placement of a new implant to replace the fractured implant.